Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 02, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was cut into three pieces. Scratches can be observed on the lens pieces. No further issues were observed. The complaint issue was identified during product evaluation. However, the complaint issues could not be confirmed to be related to a manufacturing or design issue. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal lens had a scratch on it near the haptic-optic junction. It was removed and replaced with a backup iol of the same type and power. There was no patient injury and the surgery was completed in the same procedure. No additional information is available.

Manufacturer narrative:
Additional information received: the following section have been added to reflect the new information: the doctor noticed that the initial iol had a scratch near the haptic-optic junction. A backup iol, zcboo +21.5, was used to complete the procedure. There was no patient injury or any complications, and the patient outcome is stable. Section a2: date of birth: (B)(6) 1962. Section a3 :gender: female. Section a4 :patient weight : 116lbs. Section a6:race : white. Section a6:ethnicity : hispanic. Section e1:telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.